Manufacturer narrative:
A manufacturing record evaluation (mre) could not be performed due to the reported lot number being incorrect or missing digits. If additional information is received regarding the correct lot number, an mre will be completed and a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/12/2019, it was noticed that an incorrect device code had been submitted in the initial report 1645337-2019-10228 submitted on 4/12/2019. Device code 2993 (adverse event without identified device or use problem) has been updated to 1267 (gel leak). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5084286) that a patient who underwent an unspecified procedure with mentor gel breast implants (a mentor memorygel breast implant 700cc and an unspecified mentor gel breast implant, sides unknown) experienced the following: "severe silicone migration from gel bleed of intact implants, neurological issues, seizures, unable to walk, tremors, memory issues, skin rashes, vision issues, cfs, aps, lupus, malabsorption issues, hair loss, anxiety, depression, stuttering, severely underweight, chronic nausea, extremely high levels of heavy metals, gi issues, food allergies, narcolepsy, and severe cystic acne" the patient underwent explantation on (B)(6) 2016. This report is for the known device.